Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 100 retention samples from bd inventory were visually inspected with no issues observed. Complaints for sample quality are under statistical control for the month of october 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for gel air bubbles. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that prior to use with the bd vacutainer® ppt¿ plasma preparation tube k2e 15.8 mg, there were air bubbles. The following information was provided by the initial reporter: our blood donation teams are isolating effected tubes that they identify within the stock found in their stocks on a daily basis and although numbers are still low, air in gel has now been seen in the following lots: 2321329, 3111753, 3111754, 3111755, 3111756.

Event description:
It was reported that prior to use with the bd vacutainer® ppt¿ plasma preparation tube k2e 15.8 mg, there were air bubbles. The following information was provided by the initial reporter: our blood donation teams are isolating effected tubes that they identify within the stock found in their stocks on a daily basis and although numbers are still low, air in gel has now been seen in the following lots: 2321329, 3111753, 3111754, 3111755, 3111756.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.